Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation and leak testing. The peritoneal catheter and the ventricular catheter met the requirements for patency and leak testing. Approximately 100.5 cm of the peritoneal catheter was returned and approximately 23.5 cm of the ventricular catheter was returned. There was no break observed on the catheters. Therefore the conditions of the complaint could not be duplicated by personnel. Proteinaceous debris was noted on the exterior of the ventricular catheter. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the catheter was found to be broken. According to the report, the doctor replaced a new one to complete the surgery. Reportedly, there was no patient impact.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation and leak testing. The peritoneal catheter and the ventricular catheter met the requirements for patency and leak testing. Approximately 100.5 cm of the peritoneal catheter was returned and approximately 23.5 cm of the ventricular catheter was returned. There was no break observed on the catheters and the full lengths of the catheters were returned. Therefore the conditions of the complaint could not be duplicated by personnel. Proteinaceous debris was noted on the exterior of the ventricular catheter. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. Additional device information: it was later reported that the ventricular was broken at the proximal side. It was also confirmed there was no allegation the peritoneal catheter had malfunctioned or was not working properly.